Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 121mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.